Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the battery contacts were compressed and the heart wire contacts were painted. The keyboard window was scratched and the lower case was broken.

Event description:
The external pulse generator was returned for test and calibration. It subsequently tested out of specification during the manufacturer's analysis.